Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier (bio ID) was not functional. A technical support specialist (tss) remotely accessed the device and updated the bio ID drivers per standard procedure. Attempts to start the lumi service were unsuccessful, and the scanner remained non functional after a reboot during fingerprint validation for the user. At the request of tss, the field service engineer (fse) replaced the bio ID reader and verified that the updates were applied. Post replacement diagnostics and application testing confirmed that the bio ID was functioning correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the bio ID was not functional and was susceptible to spoofing. The customer reported that the bio ID scanner had no indicator light and was unable to scan fingerprints. The station was rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.